Event description:
During an in clinic follow-up, it was not possible to interrogate the device with bluetooth telemetry. No intervention has been performed at this time. The patient was in stable condition.